Event description:
Customer reported experiencing inaccurate high results with a surestep meter. Blood glucose result was 275 mg/dl on the meter and 215 mg/dl on the lab. Tests were done within 10 minutes with a difference of 28%. They did not experience any adverse events.